Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently, the patient underwent a procedure (date not reported), to excise the excess skin. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was prescribed oral antibiotics (date and duration not reported). This report is filed march 12th, 2015. Implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.